Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The field service engineer (fse) replaced the gas delivery system (gds) assembly to address the issue. The ventilator passed all test and operated within the manufacturing specifications. The gas delivery system (gds) manifold assembly was received for failure investigation. The gds assembly was tested and there was no fault found. The gds meets specification. Trends will continue to be monitored. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventive maintenance, the ventilator failed the oxygen flow accuracy test. There was no patient involvement.